Manufacturer narrative:
Patient 2 information: (B)(6) old male, (B)(6) lbs, warfarin daily, heart valve replacement.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.2 inr/5.4 inr, 3.4 inr/5.5 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.